Event description:
Event description cpi received information stating that this implantable pulse generator (ipg) had an allegation of abrupt battery depletion. This ipg has been returned.

Manufacturer narrative:
Event conclusion cpi analysis confirmed the no output condition. The switcher capacitor was disconnected from its conductive path.